Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that routine device interrogation showed inappropriate automatic mode switch due to noise on the patient's atrial lead. The noise was not reproduced. According to the device clinician, noise on the atrial lead had been documented previously. The patient was stable, and will continue to be monitored.